Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported injecting a patient with a syringe of juvéderm voluma with lidocaine in the piriform fossa using the packaged needle. During the injection at the time of aspiration the device, which is fixed to the rubber plunger, has been released and the needle has again pricked the patient. There were no symptoms experienced or any injuries.